Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery, the vacuum stopped while the surgeon was using the cutter, requiring a change of the ophthalmic machine in the middle of the procedure. The surgery was completed on the same day. No system message was displayed. The patient impact was not reported. Additional information has been requested but is not available at the time of this report.